Manufacturer narrative:
Concomitant medical products: 2000 ml, baxter ref (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Although requested, patient demographic details were not provided. The patient is a child.

Event description:
It was reported that the needleless connector on the bi-fuse disconnected from the set and leaked during a tpn infusion. No patient harm was reported.

Event description:
It was reported that the needleless connector on the bi-fuse disconnected from the set and leaked during a tpn infusion. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of the needleless connector on the bi-fuse disconnected and leaked was not confirmed. No abnormalities were observed during visual inspection. Functional and pressure testing was performed. No disconnection or leaking was observed at the set¿s valve connections. The root cause of the reported disconnection and leak was not identified.